Event description:
Complainant alleged that during the biomedical department's routine testing and preventative maintenance of the device, the device displayed a noisy ECG baseline on the monitor screen and had no ECG detection. The complainant indicated that there was no pt involvement in the reported failure.